Event description:
Information was received regarding a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain . It was reported that the patient was charging too frequently. The patient reported charging once every week and a half compared to once every month. The battery was at 50% on the thursday before the call and the following night the patient lost stimulation due to low charge level around 9:00 pm. The manufacturer representative (rep) stated that the patient recently increased parameters from 50 hz to 80 hz. Impedance measurements were all within range except for 4-7 was <(><<)>150 ohms. Also, group z = e1=674 ohms, e2 <(><<)>50 ohms, e3=854 ohms and e4=599 ohms. The rep stated that they were able to reprogram and that the patient was getting good therapy response and getting good coupling during recharge. The patient was being re-educated to charge the battery when it gets to 50%. Additional information received indicated that the rapid battery depletion had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.